Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure to receive two leads (from the same lot). After both leads were placed, blood became present. Post-op, the pt complained of a headache, back/leg cramping, and a fire like sensation in his legs. As a result, the leads were removed. Next, the pt was admitted to the hospital due to a hematoma being present. The pt remained hospitalized for a few days. The only issue the pt is having at this time is difficulty urinating. In turn, the pt has been using a catheter for assistance.